Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4). The exact cause could not be determined at present, because the subject device is under the investigation. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity. An olympus representative visited the user facility to obtain additional information and got following information. -one of the two tjf-145 tested positive and the bacteria detected from the scope had same strains of bacteria detected from the patients. -the user had used an olympus brush mh-507, maj-1888 and a non-olympus brush (pentax cs-c9s). The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that three patients were possibly infected with klebsiela pseudomonas producer of carbapenemasa after ercp procedures in (B)(6) 2018 (detailed date is unknown). The facility also reported that two duodenoscopes (serial number: one is (B)(4), the other is unknown) were possibly contaminated, but it was unknown which scope was used for each patient. Outcome of three patients were unknown. The user facility reported that the subject device had been reprocessed using an olympus automated endoscope reprocessor model etd-4 (not available in the USA) using peracetic acid. This report is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. The subject device was sent to olympus (B)(4) for deeper investigation. (B)(4) sent the subject device to a third party laboratory for microbiological testing and the testing indicated no microbial growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation for the subject device by (B)(4) confirmed the following; the inside of the light guide lens was foggy. There were dents and scratches on the distal end cover. There was a heavy scratch on the insertion tube. The exact cause of the reported phenomenon could not be conclusively determined. This report is 2 of 3 reports.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".